Event description:
This is a spontaneous report from a consumer, in the USA, where a pt (patient) made a mistake, involving touch contamination, and peritonitis in a male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency, and lot number not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake and touch contamination occurred. On (B)(6) 2012, the patient experienced peritonitis. On an unreported date, a peritoneal effluent culture was performed and the results were unknown. The patient was not hospitalized for the event and treatment was not reported. The cause of the peritonitis was that the patient had made a mistake involving touch contamination. Follow up information was received on (B)(6) 2012 from global pharamcovigilance. Information was provided by the peritoneal dialysis nurse. The nurse reported that the patient was treated with antibiotics for the peritonitis. The patient has been retrained on how to properly perform peritoneal dialysis therapy. The patient is recovering and dianeal therapy is ongoing. The nurse stated that the peritonitis was not related to any baxter solution, device or disposable product. No further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This condition of use error, breach in aseptic technique, was confirmed. It was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined. It is unsure why the patient had a breach in aseptic technique.